Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
At 8:16 am, the patient had an EKG which showed a marked sinus brady cardia, left axis deviation, left bundle branch block, an abnormal ECG, and there was no previous tracing for comparison. At 8:27 am, the patient had another EKG which showed a marked sinus brady cardia, left axis deviation, left bundle branch block, an abnormal ECG, and there was no significant change from previous EKG. At 8:28 am the patient was admitted to the emergency room complaining of 15 minutes of chest pain prior to arriving at the hospital. At the time of this patient¿s evaluation in the emergency room it is unclear if any past medical history was known. Initial evaluation disclosed a mildly hypotensive male with a blood pressure of 92/51, with a bradycardia p=42 and an o2 saturation of 96%. At 8:50 am the patient's sample was drawn. An aliquot tube, was loaded into the cobas c6000, e601 module at approximately 9:28 am. The troponin result at approximately 9:39 am was 127.6 ng/l. This result was elevated and was reported to the physician. The physician decided to wait on the remaining results before administering treatment to the patient. It is unknown why the physician wanted to wait for all of the results. The primary tube was directed to the cobas c8000 for the metabolic assays including ises. The customer alleged that the primary sample tube "looped around" on the instrument for an extended period, which delayed the ise and photometric assay results. Between 10:18 am and 10:21 am the initial potassium result was 7.7 mmol/l. Since this result was flagged critically high, the technician ordered a repeat of the sample, at approximately 10:30 am. Between approximately 10:20 am and 10:25 am the patient "coded" and was successfully resuscitated. The exact time is unknown due to the code being in process when the physician called the laboratory. At this time, the technician did not speak to the physician due to the patient coding. At 10:21 am the patient had another EKG which showed a sinus brady cardia with premature atrial complexes in a pattern of bigeminy, left axis deviation, left bundle branch block, abnormal ECG. When compared to the previous EKG, a premature atrial complex was present and a t wave inversion was no longer evident in anterior leads. At 10:30 am the repeated troponin result was 117.2 ng/l and the repeated potassium result was 7.7 mmol/l. At 10:35 am the remaining results were reported to the physician. Without details of the patient¿s cardiac rhythms immediately prior to the "code" and details of the subsequent resuscitation, the patient¿s "code" can be attributed to either his myocardial infarction or his hyperkalemia or both. Before treatment of an elevated serum potassium is undertaken, the result needs to be scrupulously confirmed. The automatic confirmation of the result by the instrument is appropriate. In similar situations, repeat specimen may be sent for confirmation before treatment is undertaken. The cardinal warning signs of cardiac rhythm deterioration can be obscured in the setting of an acute myocardial infarction. The management of acute coronary syndrome and acute myocardial infarction are not dependent on the serum potassium value of the patient. The common therapies such as aspirin, morphine, nitrites and heparin can be given without adjustment to patients with elevated serum potassium. Provisions for the next phase of treatment such as coronary catheterization or systemic thrombolysis of the patient can proceed without immediate knowledge of the patient¿s potassium level. Clearly, before the next phase is undertaken, adjustments in therapy are made as results become available. An elevated potassium level can cause malignant cardiac arrhythmias and conduction abnormalities. This is especially true in the setting of an acute myocardial infarction. The left bundle branch block and ventricular escape rhythm can be attributable to either the myocardial infarction, the hyperkalemia or both. The investigation is ongoing.

Event description:
The initial reporter alleged a delay in sample processing on a cobas 8000 module led to a delay in the treatment and myocardial infarction of 1 patient. Prior to admission to the hospital, the patient complained of 15 minutes of chest pain. The patient had two ekgs which showed a marked sinus brady cardia, left axis deviation, left bundle branch block, an abnormal ECG, and there was no previous tracing for comparison. The patient was admitted to the emergency room at 8:28 am. The patient's sample was drawn at 8:50 am. The sample was loaded on the instrument at 9:12 am. The elevated tnt result of 127 ng/l was reported to the physician at 9:39 am and was consistent with a diagnosis of an acute myocardial infarction. The physician decided to wait for all remaining results before treating the patient. The remaining results were reported to the physician at 10:35 am. The patient coded between 10:20 am and 10:25 am and was successfully resuscitated. The patient's current condition is stable. The reagent and electrode lot numbers were requested but not provided. This event is being reported under an abundance of caution.